Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 1 minute before treatment completion. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient ended treatment for the day. The dialyzer was reported to be available to be returned to the manufacturer for evaluation. The bloodlines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lost met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 1 minute before treatment completion. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient ended treatment for the day. The dialyzer was reported to be available to be returned to the manufacturer for evaluation. The bloodlines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.